Manufacturer narrative:
The customer reported the unit displayed error 1000. The customer also reported having no display. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.

Event description:
The customer reported the unit displayed error 1000.